Event description:
It was reported during the close-out visit for a clinical study that one patient suffered 2 dislocations approximately 9 years post implantation. First dislocation occurred after a fall, and the second dislocation occurred approximately 5 months later. No revisions performed only reductions. The patient returned for the regular 10-year follow-up visit and radiographically it is proceeding well. Clinically rom completed, not painful, no deficit peripheral vascular-nervous, no pain. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). D10. Bioloxâ® delta, ceramic femoral head, l, ã¸ 40/+3.5, taper 12/1 item# 00877504003 lot# 2591051. 56mm o.d. Size kk porous uncemented with cluster holes shell use with kk liners item# 00875705601 lot# 61752081. Femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 12.5 extended offset item# 00771101220 lot# 61459767. Bone screw self-tapping 6.5 mm dia. 20 mm length item# 00625006520 lot# 61579442, bone screw self-tapping 6.5 mm dia. 25 mm length item# 00625006525 lot# 61458826, bone screw self-tapping 6.5 mm dia. 25 mm length item# 00625006525 lot# 61687168. G2. Report source: italy. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported a patient had an initial right total hip arthroplasty. Subsequently, after the three years post-operative, the right leg was noted to be 0.5cm shorter and at the five-year follow-up, had an isolated report of moderate pain. Approximately 7.5 years post-implantation, experienced a dislocation following a fall and a second dislocation approximately 4 months later. Both incidents were resolved with a manipulation and all implants remain in place without surgical intervention. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: a2, a5, b4, b5, b7, g3, g6, h2, h3, h6, h10, h11. No product was returned or pictures provided; a product evaluation could not be performed. A review of all relevant device manufacturing records confirmed no abnormalities or deviations. Review of the complaint histories identified additional similar complaints for the reported items and no additional similar complaints for the reported part and lot combinations. Complaints are monitored per complaint trending process in order to identify potential adverse trends. Medical records were provided and reviewed from a health care professional. Radiograph were provided and reviewed. The first provided images shows an overview of the pelvis and a left ths can be seen. The second set of images it is possible to see a bilateral tha. A single ap view of the right hip following a fall demonstrates a total hip arthroplasty with screw fixation of the acetabular cup. There is superior and likely posterior dislocation of the femoral head. A subsequent ap view taken post-reduction shows the femoral head restored to its position within the acetabular cup. Then, another single ap view reveals superior and likely posterior dislocation of the femoral head in the context of a total hip arthroplasty. Post-reduction imaging with two views of the right hip confirms an intact total hip arthroplasty with no evidence of loosening or dislocation. Based on the available information, the reported event can be confirmed; however, since the cause may be multifactorial, consisting of patient- and procedure-related factors, a definitive root cause could not be identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.